Event description:
It was reported that during a percutaneous coronary intervention (pci) drug eluting stenting treatment procedure, stent damage occurred. The 90% stenotic lesion was located in the calcified and severly tortous distal right coronary artery (rca). Plain old balloon angioplasty (poba) was performed on the lesion with a 2.5mm non-bsc balloon catheter. Then the physician began advancing the 2.50x24mm taxus express2 drug eluting stent to lesion and felt resistance in the proximal rca. The device was removed from the patient and a raised stent strut was observed. There were no patient complications. The procedure was successfully completed with another 2.50x24mm taxus express2 drug eluting stent. Patient status is reported as "good".